Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.5; reference: 3.4; mean: 2.95; confidence limits: 1.8-4.2. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter and strips were not expected to be returned. Trending and tracking will be performed in review of strip lot #220392. Total number of discrepant complaints, including this event, is four. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant result compared with the doctor's poc meter. Results as follows: date: (B)(6) 2009; inratio: 2.5; doctor's poc: 3.4.